Event description:
Upon servicing of electrode belt sn (B)(4), which was returned for an unrelated reason, the electrode belt failed an incoming functional test. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon receipt there was a cut in trunk cable insulation and the electrode belt failed the hipot and therapy electrode recognition tests. The cause for the failure was isolated to a short in the electrode belt trunk cable. The root cause for the short in the trunk cable could not be positively identified but is likely excessive force placed on the trunk cable. No adverse event resulted from the shorted trunk cable. The pt received a replacement electrode belt.